Event description:
Rec'd notice of complaint concerning above product from product complaint form filed by facility. Director of nursing reports that the pt connector end makes a poor connection with catheters and fistula needles. 1/15-spoke with dir of nursing who reports several events in which a leak has occurred at the connection of the access and the pt connector. No significant blood loss (>20cc) with any of these events. Dir of nursing reports that clinic staff confirmed that the initial connection was tight. Reports that all of these lines have been discarded. The director of nursing reports an event (on 12/26) in which a pt connector disconnected from a tesion catheter. The treatment had been initiated per protocol a few minutes into the treatment, a health care professional noted blood dripping and upon inspection found the bloodline separated from the catheter. The reported blood loss was approx 20cc. The health care professional clamped the lines and re-connected the system, the treatment was then completed without further incident (using the same bloodline). The dir of nursing reports that the catheter functions well and the pt has not had any other problems with the catheter. The pt was stable during the event and did not require any medical intervention or lab work. The actual device was discarded on the day of the event. The dir of nursing will check for companion samples.